Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tnl) results that were generated by the synchron lx I 725 instrument. The customer inidcated that initial accu tnl results were above the ami cut-off value and when repeated recovered lower in a different clinical category. The actual results were not provided. It is unk if the accu tnl results were reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.